Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt's wife reported that the pt's urine was a "coke" color. The pt's wife reported that the pump sounded normal and the pump parameters were within normal limits. The pt denied any other issues at that time. The pt's inr was checked with home machine and was 2.5. The pt had been discharged from the hospital 3 days prior to the event and his inr was 1.5. Two days later, his inr was 1.7 and the coumadin was adjusted. The pt's hemoglobin/hematocrit (h/h) was stable prior to the event. The pt's wife took the pt to the local ed where labs were drawn. The pt's h/h was stable, inr was 2.5, ldh was 2400, and urine was coke colored per the ER doctor. While the pt was being transferred to the implanting center, a red heart alarm occurred and low flow was displayed. Per ems, the pt was alert, mentating and blood pressure "was ok". The alarm resolved on its own, but since the pt 3.5 hours from the implant center, he was taken to another hospital to be stabilized. The ER doctor reported that the pt was still stable, mentating and alert. The log file was reviewed and an increase in power and then low flow alarms were noted. The pt was started on heparin and dobutamine and air lifted to the implanting center. The pt arrived with red heart, low flow alarms. The surgeon decreased the pump speed to 7800 rpm to help with the continuous alarm. The pt's pump was exchanged. The pt remains ongoing with the new lvad.

Manufacturer narrative:
The device was returned to the manufacturer, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.